Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital.h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® lithium heparinn 75 usp units blood collection tubes, the stopper was crooked and there was no negative pressure seen in one tube. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly was observed as the hemogard closure was not placed on the tube correctly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® lithium heparin 75 usp units blood collection tubes, the stopper was crooked and there was no negative pressure seen in one tube. No patient impact reported.